Manufacturer narrative:
Results: the returned indigo system aspiration catheters 6 (cat6) was kinked at approximately 69.0 cm, 70.0 cm, 74.0 cm, 75.0 cm, 127.0 cm ¿ 128.0 cm and 133.0 cm from the hub. The device was ovalized at approximately 124.0 cm and 135.0 cm from the hub. The distal tip was ovalized. Conclusions: evaluation of the returned cat6 revealed kinks and ovalizations along the distal shaft. If the peel away sheath included with the cat6 is not properly used while inserting the cat6 into a parent catheter, the cat6 distal shaft may become damaged. The damaged distal shaft may have contributed to the reported resistance experienced during the initial advancement of the cat6 through the non-penumbra sheath. Further evaluation revealed kinks along the midshaft. Forceful advancement of the cat6 against the resistance likely contributed to the kinks observed on the catheter midshaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system aspiration catheters 6 (cat6). During the procedure, the physician experienced resistance while advancing the cat6 through a non-penumbra sheath. Under fluoroscopy, the distal end of the cat6 was found to be ¿accordioned¿; however, it was still able to aspirate. The physician then advanced the same cat6 against resistance further into the sheath; consequently, the midshaft became kinked and, therefore, the cat6 was removed. The procedure was completed using a indigo system cat3 aspiration catheter (cat3) and the same sheath. There was no report of an adverse effect to the patient.